Manufacturer narrative:
(B)(4) (lens flipped and inserted upside down). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens on (B)(6) 2011. The lens flipped during insertion and was inserted into the eye upside down. The lens was removed with no patient injury, no enlarged incision and no suture. Another same model and size lens was implanted.